Manufacturer narrative:
Reference: (B)(4). *investigation: x-review DHR. X-inspect returned samples. *analysis and findings: the complaint unit, serial # (B)(6), was manufactured and shipped in july of 2017. Per repair authorization: leaking at trigger as if "freeze" is permanently on. Repair order 91765 notes: per customer: leaking at trigger. Confirmed complaint. Leaking valves in gun and loose and leaking relief device. I/e tube bent. Straightened inlet tube. Tightened relief device replaced valces and o-rings of valve body. Tested ok to form-prod 263. A review of the 2 year complaint history for the ll100 cryosurgical, item #900001, shows similar reported complaint conditions. DHR-900001-225507 was reviewed and no non-conformities, related to the complaint condition, were noted. The complaint was confirmed after evaluation. Most likely, the leaking valves in gun/loose and leaking valves/relief device went bad/came loose with use over time. Therefore, while no definitive root cause could be reliably determined, this issue may be attributed to wear and tear. The bent I/e tube, while not related to the complaint condition, was a damage issue. These devices are 100% inspected prior to release. Coopersurgical will continue to monitor this complaint condition for trends. *correction and/or corrective action: the complaint unit was repaired and returned to the customer. This complaint will be entered into the coopersurgical continuous improvement program (cip). No further corrective actions are necessary. This is not an assembly issue. No further training is required at this time. Complaints will continue to be monitored to determine if there is any new trend for this complaint condition. *was the complaint confirmed? Yes. *preventative action activity: the complaint was reviewed. Coopersurgical will continue to monitor this complaint condition for trends. Monitor and trend to cip.

Event description:
Leaking at trigger as if "freeze" is permanently on. Order: (B)(4). Ref: (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. (B)(4).

Event description:
Leaking at trigger as if "freeze" is permanently on. (B)(4).